Manufacturer narrative:
The lead was not removed and was programmed to the lowest value. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was broken during the accident. The lead was not removed and was programmed to the lowest value. The clinic had seen a significant rise in capture to 5v. The lead still remains in service. No additional adverse patient effects were reported.